Event description:
This is a report received by baxter in (B)(4). The home patient (hp) reported that a leak was observed during preparation of dialysis. This was before use. There was no patient involvement. No medical consequences reported.

Manufacturer narrative:
(B)(4). A companion sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The companion sample was not returned for evaluation. This complaint is for a report where a leak was observed during filling of channels. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The complaint cannot be confirmed and the assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.